Event description:
T was reported a fiber was used during a cystoscopy, bilateral ureteroscopy, and laser lithotripsy procedure to treat a stone on the right ureter, extract a stone on the right kidney, and to treat a left intrarenal stone. A bilateral retrograde pyelogram had been done. The fiber was pulled back a bit to better visualize the progress of the surgery; it was noticed that about a centimeter of the fiber tip became disconnected from the rest of the fiber. The main part of the fiber was pulled out from the patient, and the laser console was put on stand-by. The fiber piece was immediately retrieved from inside the patient. There was no trauma or damage to any tissue or damage on the fiber for it to be broken apart. Additionally, a jj stent exchange was performed. The patient's condition following procedure was stable; there were no patient complications.